Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the patient's nerves were burning. They did prior to the implant, but the implant made the burning worse. The patient's hands were swelling too due to the burning that had gotten more intense. When the stimulation was on, her nerves hurt more. It was noted the burning was real intense by the implantable neurostimulator (ins) site. Impedances were ok when checked. The patient still used the stimulator and reported that without it she could not function well or work. It was unknown what led to the event, the patient just said that during the week prior to the report, the burning became worsened. X-rays were possibly going to be taken to see if anything was out of place. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. After the rep met with the patient at the doctor's office, the rep reported it was undetermined if the patient's complaint of burning nerves was related to the stimulation therapy. The patient was referred back to her pain management physician. It was noted the patient had reflex sympathetic dystrophy syndrome (rsd) and complex regional pain syndrome (crps) and it was difficult to determine if it was disease progression or related to the stimulator. As for the swelling in the hands, the rep did not see that there was swelling. However, the patient did show them her hands and stated they were swollen. The patient continued to have burning around the ins site. The device had been off for 3 weeks, but the burning sensation remained present. There was burning at both ins sites when the stimulation was on. The healthcare provider looked at both pockets and both pocket wounds healed. There were no concerns about infection. It was noted the inss were in the hip area on each side of the body. With stimulation off, the patient was still burning at both pockets, but it was not as intense. When the stimulation level was increased, the burning level increased as well. As the patient had the stimulation on longer, the pocket burning got more intense. The pockets were hot to the touch towards the end of the day after the patient had been using the stimulator all day. After the stimulation had been on for a long period of time, the left ins pocket appeared bruised and the other appeared red. The patient was also noted to have a loss of color in her face and her lips would turn blue when she had her stimulation on all day. The patient said it felt like the ins was trying to crawl out of her system. It hurt really bad for the patient recharge her ins's. She charged them separately, each once a week, for about 4 hours. During charging, the patient leaned back against a pillow and propped the ins using a pillow while lying on the opposite site. Nothing remarkable had changed about either of the ins pockets over time. It was noted the left ins was more superficial. There were no traumas or falls that could have been related to the issue in general. The patient was sensitive in the area of her pockets in general. Even a waistband across the ins pockets was uncomfortable. During the trial, the patient did not have any burning issues. As of (B)(6) 2015, the patient had both stimulators off for 3 weeks, and the patient had not charged during this time either. However, the patient was still feeling burning, but it was not as intense. On (B)(6) 2015, the stimulation had been on for about half an hour and the patient felt burning again like she used to before when she was using the stimulation. Impedances were with the normal range with the left side ins pairs all under 1200 ohms, and the right side ins all under 1000 ohms with nothing showing at low. The patient also noted allergy to codeine and the patient could only use pure metals for jewelry and could not wear cheap jewelry or her ears would break out. They reviewed possible allergic reaction occurring and reviewed some type of physiological reaction to the presence of the ins system that may be related to her underlying rsd disease. It was noted the burning at the pockets started around a week after the stimulation was turned on (B)(6) 2015. Relevant medical history included spinal pain.